Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "oil leak" could not be confirmed. The device was received in a condition making the eval impossible. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was leaking oil. The device was used in surgery. There was no pt or user injury reported; however, it is unk if medical intervention occurred. There was no add'l info provided.